Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. Only three needles presented on deployment. Backdown was not successful as determined by fluoroscopy. The cardiologist opened the hub of the barrel to access the needle that had not presented. The other three needles were then deployed and the procedure was completed for a successful closure. The device was not returned to the MFR and was not available for evaluation.